Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device dislocation ("coil in right tube had migrated / migration of essure device- uterus / right device not present (on essure confirmation test)"), embedded device ("metallic coil embedded with the myometrium."), genital haemorrhage ("abnormal genital bleeding"), pregnancy with contraceptive device ("pregnancy (no complications)") and coeliac disease ("autoimmune disorder- celiac") in a 35-year-old female patient who had essure (batch no. B34605) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 5 ((B)(6) 2005, (B)(6) 2006, (B)(6) 2006, (B)(6) 2011 and (B)(6) 2015. P3-0-1-3 with twins at 36-317 weeks living children 6), miscarriage in 2010, twin pregnancy, delivered (baby a in vertex position and baby b in transverse position with known right club foot.) In 2011, preterm labor in 2011, cesarean section (surgical procedure primary low transverse cesarean section. C-section for twin gestation. Otherwise normal vaginal deliveries.) In may 2016, hypothyroidism in 2011, clubfoot in 2011, streptococcal bacteraemia in 2011, bleeding breakthrough in 2011, urine human chorionic gonadotropin negative (26-oct2-011 and 03-nov-2011), cramp in lower abdomen (discuss tubal wants mirena out today.) On 23-sep-2013, graves' disease, vitamin b12 deficiency, vitamin d deficiency, d & c, esophagogastroduodenoscopy on (B)(6) 2016, celiac disease (reaction type: intolerance), hypothyroidism and genitourinary tract infection (vaginal group b strep) in 2008. Previously administered products included for contraceptive: mirena; for an unreported indication: betadine in 2008. Concurrent conditions included overweight, left lower quadrant pain (radiating to the lower back) since (B)(6) 2016, hospitalization nos (patient underwent tlh-bs with robot.) Since (B)(6) 2016, tubal ligation since 2015, non-smoker and alcohol use. Family history included hypertension, hyperlipidemia, osteoarthritis, carcinoma brain (brother) and breast cancer (maternal grandmother). Concomitant products included levothyroxine sodium (synthroid) since 2002. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 4 months 7 days after insertion of essure, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In march 2016, the patient experienced coeliac disease (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), menorrhagia ("abnormal bleeding and clotting during menses"), fatigue ("fatigue"), weight increased ("weight gain") and complication of device insertion ("unable to place device in right tube area requiring second procedure (insertion complication)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, coeliac disease, dyspareunia and complication of device insertion had resolved and the embedded device, genital haemorrhage, pregnancy with contraceptive device, menorrhagia, fatigue and weight increased outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for embedded device with essure. The reporter considered coeliac disease, complication of device insertion, device dislocation, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pregnancy with contraceptive device, uterine perforation and weight increased to be related to essure. The reporter commented: pfs- 2nd insertion date - (B)(6) 2013. She did not claim that essure worsened a previously existing injury/condition. Current contraception: condoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Computerised tomogram - on an unknown date: 2 essure devices in the left fallopian tube hysterosalpingogram - on (B)(6) 2014: full occlusion and proper placement of both coils (B)(6) 2014 : CT of abdomen and pelvis with p.o. And IV contrast : unilateral occlusion (left tube occluded), right device not present. On (B)(6) 2010, mirena iud removal without difficulty. On 26-oct-2011 and 03-nov-2011, assessment/plan: status post mirena iud insertion. String in place-trimmed. On (B)(6) 2012, patient states that husband said things felt different. Patient wants to make sure mirena is where it should be. Patient reports bloaty & pms for 2 weeks. Iud still in place. On (B)(6) 2013, pregnancy test was negative. The patient also has a history of gastroenterological pain and has had a colonoscopy which has been unremarkable. On (B)(6) 2014, CT of the abdomen and pelvis with p. O. And IV contrast. Impression: 1. No acute findings in the abdomen or pelvis. 2. Single essure tubal ligation device in the left adnexa, however, the right device is not present. This is clinically important as the patient may have insufficient sterilization. On (B)(6) 2016, surgical pathology final report, final diagnosis: uterus, bilateral fallopian tubes and ovaries: chronic cervicitis and squamous metaplasia. Proliferative endometrium. Unremarkable myometrium. Metallic coil (essure coil - see gross description). Unremarkable bilateral fallopian tubes; benign bilateral paratubal cysts. Specimen information: uterus, cervix and bilateral tubes clinical history: left quadrant pain gross description: received in formalin labeled "uterus, cervix, bilateral tubes" is a 71.2 gm, 7.8 x 5.0 x 4.0 cm uterus and cervix with bilateral detached fallopian tubes. Within the left posterior cornu is a 2.5 x 0.1 cm silver metallic coil embedded with the myometrium. This coil is consistent with an essure coil. The right cornu of the uterus displays no essure coil. The longer fallopian tube is fimbriated, while the shorter fallopian tube ends bluntly. Both fallopian tubes display smooth tan-red serosal surfaces. The shorter tube has a pinpoint lumen and a wall thickness averaging 0.2 cm. The shorter tube also has a 0.4 x 0.3 x 0.2 cm paratubal cyst. The longer fallopian tube has a smooth to shaggy tan-red serosa with a 0.8 x 0.6 x 0.6 cm paratubal cyst. The lumen is pinpoint and the wall thickness averages 0.3 cm. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Reported batch number b23605 is invalid. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device dislocation ("coil in right tube had migrated / migration of essure device- uterus / right device not present (on essure confirmation test)"), embedded device ("metallic coil embedded with the myometrium."), genital haemorrhage ("abnormal genital bleeding/abnormal bleedding"), pregnancy with contraceptive device ("pregnancy (no complications)") and coeliac disease ("autoimmune disorder- celiac") in a 35-year-old female patient who had essure (batch no. B34605) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 5 ((B)(6)2005, (B)(6)2006, (B)(6)2006, (B)(6)2011 and (B)(6)2015. P3-0-1-3 with twins at 36-317 weeks living children 6), miscarriage in 2010, twin pregnancy, delivered (baby a in vertex position and baby b in transverse position with known right club foot.) In 2011, preterm labor in 2011, cesarean section (surgical procedure primary low transverse cesarean section. C-section for twin gestation. Otherwise normal vaginal deliveries.) In may 2016, hypothyroidism in 2011, clubfoot in 2011, streptococcal bacteraemia in 2011, bleeding breakthrough in 2011, urine human chorionic gonadotropin negative ((B)(6)011 and (B)(6) 2011), cramp in lower abdomen (discuss tubal wants mirena out today.) On(B)(6) 2013, graves' disease, vitamin b12 deficiency, vitamin d deficiency, d & c, esophagogastroduodenoscopy on (B)(6)2016, celiac disease (reaction type: intolerance), hypothyroidism and genitourinary tract infection (vaginal group b strep) in 2008. Previously administered products included for contraceptive: mirena; for an unreported indication: betadine. Concurrent conditions included overweight, left lower quadrant pain (radiating to the lower back) since (B)(6)2016, hospitalization nos (patient underwent tlh-bs with robot.) Since (B)(6)2016, tubal ligation since 2015, non-smoker and alcohol use. Family history included hypertension, hyperlipidemia, osteoarthritis, carcinoma brain (brother) and breast cancer (maternal grandmother). Concomitant products included levothyroxine sodium (synthroid) since 2002. On (B)(6)2013, the patient had essure inserted. On (B)(6)2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 4 months 7 days after insertion of essure. In february 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In march 2016, the patient experienced coeliac disease (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding and clotting during menses"), fatigue ("fatigue") and complication of device insertion ("unable to place device in right tube area requiring second procedure (insertion complication)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, coeliac disease, dyspareunia and complication of device insertion had resolved and the embedded device, pregnancy with contraceptive device, menorrhagia, fatigue and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for embedded device with essure. The reporter considered coeliac disease, complication of device insertion, device dislocation, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pregnancy with contraceptive device, uterine perforation and weight increased to be related to essure. The reporter commented: pfs- 2nd insertion date - (B)(6)2013 she did not claim that essure worsened a previously existing injury/condition. Current contraception: condoms. Unable to place device in right tube area requiring second procedure on 11oct2013 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Computerised tomogram - on an unknown date: results: 2 essure devices in the left fallopian tube. Hysterosalpingogram - on (B)(6)2014: results: full occlusion and proper placement of both coils. 18feb2014 : CT of abdomen and pelvis with p.o. And IV contrast : unilateral occlusion (left tube occluded), right device not present. On(B)(6)2010, mirena iud removal without difficulty. On (B)(6)2011 and (B)(6)2011, assessment/plan: status post mirena iud insertion. String in place-trimmed. On (B)(6)2012, patient states that husband said things felt different. Patient wants to make sure mirena is where it should be. Patient reports bloaty & pms for 2 weeks. Iud still in place. On (B)(6)2013, pregnancy test was negative. The patient also has a history of gastroenterological pain and has had a colonoscopy which has been unremarkable. On (B)(6)2014, CT of the abdomen and pelvis with p. O. And IV contrast. Impression: 1. No acute findings in the abdomen or pelvis. 2. Single essure tubal ligation device in the left adnexa, however, the right device is not present. This is clinically important as the patient may have insufficient sterilization. On (B)(6)2016, surgical pathology final report, final diagnosis: uterus, bilateral fallopian tubes and ovaries: chronic cervicitis and squamous metaplasia. Proliferative endometrium. Unremarkable myometrium. Metallic coil (essure coil - see gross description). Unremarkable bilateral fallopian tubes; benign bilateral paratubal cysts. Specimen information: uterus, cervix and bilateral tubes clinical history: left quadrant pain gross description: received in formalin labeled "uterus, cervix, bilateral tubes" is a 71.2 gm, 7.8 x 5.0 x 4.0 cm uterus and cervix with bilateral detached fallopian tubes. Within the left posterior cornu is a 2.5 x 0.1 cm silver metallic coil embedded with the myometrium. This coil is consistent with an essure coil. The right cornu of the uterus displays no essure coil. The longer fallopian tube is fimbriated, while the shorter fallopian tube ends bluntly. Both fallopian tubes display smooth tan-red serosal surfaces. The shorter tube has a pinpoint lumen and a wall thickness averaging 0.2 cm. The shorter tube also has a 0.4 x 0.3 x 0.2 cm paratubal cyst. The longer fallopian tube has a smooth to shaggy tan-red serosa with a 0.8 x 0.6 x 0.6 cm paratubal cyst. The lumen is pinpoint and the wall thickness averages 0.3 cm. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Reported batch number b23605 is invalid" most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received : outcome of the event genital haemorrhage was changed from unknown to recovered/resolved. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device dislocation ("coil in right tube had migrated / migration of essure device- uterus / right device not present (on essure confirmation test)"), embedded device ("metallic coil embedded with the myometrium."), genital haemorrhage ("abnormal genital bleeding"), pregnancy with contraceptive device ("pregnancy (no complications)") and coeliac disease ("autoimmune disorder- celiac") in a 35-year-old female patient who had essure (batch no. B23605, b34605) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 5 ((B)(6) 2005, (B)(6) 2006, (B)(6) 2006, (B)(6) 2011 and (B)(6) 2015. P3-0-1-3 with twins at 36-317 weeks living children 6), miscarriage in 2010, twin pregnancy, delivered (baby a in vertex position and baby b in transverse position with known right club foot.) In 2011, preterm labor in 2011, cesarean section (surgical procedure primary low transverse cesarean section. C-section for twin gestation. Otherwise normal vaginal deliveries.) In (B)(6) 2016, hypothyroidism in 2011, clubfoot in 2011, streptococcal bacteraemia in 2011, bleeding breakthrough in 2011, urine human chorionic gonadotropin negative (26-oct2-011 and (B)(6) 2011), cramp in lower abdomen (discuss tubal wants mirena out today.) On (B)(6) 2013, graves' disease, vitamin b12 deficiency, vitamin d deficiency, d & c, esophagogastroduodenoscopy on (B)(6) 2016, celiac disease (reaction type: intolerance), hypothyroidism and genitourinary tract infection (vaginal group b strep) in 2008. Previously administered products included for contraceptive: mirena; for an unreported indication: betadine in 2008. Concurrent conditions included overweight, left lower quadrant pain (radiating to the lower back) since (B)(6) 2016, hospitalization nos (patient underwent tlh-bs with robot.) Since 12-oct-2016, tubal ligation since 2015, non-smoker and alcohol use. Family history included hypertension, hyperlipidemia, osteoarthritis, carcinoma brain (brother) and breast cancer (maternal grandmother). Concomitant products included levothyroxine sodium (synthroid) since 2002. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 4 months 7 days after insertion of essure, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced coeliac disease (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), menorrhagia ("abnormal bleeding and clotting during menses"), fatigue ("fatigue"), weight increased ("weight gain") and complication of device insertion ("unable to place device in right tube area requiring second procedure (insertion complication)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, coeliac disease, dyspareunia and complication of device insertion had resolved and the embedded device, genital haemorrhage, pregnancy with contraceptive device, menorrhagia, fatigue and weight increased outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for embedded device with essure. The reporter considered coeliac disease, complication of device insertion, device dislocation, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pregnancy with contraceptive device, uterine perforation and weight increased to be related to essure. The reporter commented: pfs- 2nd insertion date - (B)(6) 2013. She did not claim that essure worsened a previously existing injury/condition. Current contraception: condoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Computerised tomogram - on an unknown date: 2 essure devices in the left fallopian tube hysterosalpingogram - on (B)(6) 2014: full occlusion and proper placement of both coils. (B)(6) 2014 : CT of abdomen and pelvis with p.o. And IV contrast : unilateral occlusion (left tube occluded), right device not present. On (B)(6) 2010, mirena iud removal without difficulty. On (B)(6) 2011 and (B)(6) 2011, assessment/plan: status post mirena iud insertion. String in place-trimmed. On (B)(6) 2012, patient states that husband said things felt different. Patient wants to make sure mirena is where it should be. Patient reports bloaty & pms for 2 weeks. Iud still in place. On (B)(6) 2013, pregnancy test was negative. The patient also has a history of gastroenterological pain and has had a colonoscopy which has been unremarkable. On (B)(6) 2014, CT of the abdomen and pelvis with p. O. And IV contrast. Impression: 1. No acute findings in the abdomen or pelvis. 2. Single essure tubal ligation device in the left adnexa, however, the right device is not present. This is clinically important as the patient may have insufficient sterilization. On (B)(6) 2016, surgical pathology final report, final diagnosis: uterus, bilateral fallopian tubes and ovaries: chronic cervicitis and squamous metaplasia. Proliferative endometrium. Unremarkable myometrium. Metallic coil (essure coil - see gross description). Unremarkable bilateral fallopian tubes; benign bilateral paratubal cysts. Specimen information: uterus, cervix and bilateral tubes clinical history: left quadrant pain gross description: received in formalin labeled "uterus, cervix, bilateral tubes" is a 71.2 gm, 7.8 x 5.0 x 4.0 cm uterus and cervix with bilateral detached fallopian tubes. Within the left posterior cornu is a 2.5 x 0.1 cm silver metallic coil embedded with the myometrium. This coil is consistent with an essure coil. The right cornu of the uterus displays no essure coil. The longer fallopian tube is fimbriated, while the shorter fallopian tube ends bluntly. Both fallopian tubes display smooth tan-red serosal surfaces. The shorter tube has a pinpoint lumen and a wall thickness averaging 0.2 cm. The shorter tube also has a 0.4 x 0.3 x 0.2 cm paratubal cyst. The longer fallopian tube has a smooth to shaggy tan-red serosa with a 0.8 x 0.6 x 0.6 cm paratubal cyst. The lumen is pinpoint and the wall thickness averages 0.3 cm. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Most recent follow-up information incorporated above includes: on 17-may-2018: plaintiff fact sheet received: reporters and event (abnormal bleeding (general)) were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("coil in right tube had migrated") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe and constant pelvic pain"), menorrhagia ("abnormal bleeding and clotting during menses"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with surgery (underwent total hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, menorrhagia, fatigue and weight increased outcome was unknown. The reporter considered device dislocation, fatigue, menorrhagia, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: full occlusion and proper placement of both coils. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 8-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to an unspecified aged female plaintiff who had essure (fallopian tube occlusion insert) insertion on (B)(6) 2013 and experienced coil in right tube had migrated. She underwent total hysterectomy and bilateral salpingectomy on (B)(6) 2016. During essure therapy, there is a risk that the device could move out of the fallopian tubes. The term migration is often reported when essure is found in the peritoneal cavity and the exact time point of a perforation is not known. In this case limited information was given for the above mentioned event. This case was classified as incident since device removal was required via surgical intervention. The product technical analysis concluded a quality defect was not confirmed. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device dislocation ("coil in right tube had migrated / migration of essure device- uterus / right device not present (on essure confirmation test)"), pregnancy with contraceptive device ("pregnancy (no complications)") and coeliac disease ("autoimmune disorder- celiac") in a (B)(6) year-old female patient who had essure (batch no. B23605, b34605) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii, parity 6 ((B)(6) 2005, (B)(6) 2006, (B)(6) 2006, (B)(6) 2011 and (B)(6) 2015.) And miscarriage in 2010. Previously administered products included for contraceptive: mirena. Concurrent conditions included overweight. Concomitant products included levothyroxine sodium (synthroid) since 2002. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 3 years after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), coeliac disease (seriousness criterion medically significant), menorrhagia ("abnormal bleeding and clotting during menses"), fatigue ("fatigue"), weight increased ("weight gain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and complication of device insertion ("unable to place device in right tube area requiring second procedure (insertion complication)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (underwent total hysterectomy and bilateral salpingectomy on (B)(6) 2016) and surgery (underwent total hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, coeliac disease, dyspareunia and complication of device insertion had resolved and the pregnancy with contraceptive device, menorrhagia, fatigue and weight increased outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered coeliac disease, complication of device insertion, device dislocation, dyspareunia, fatigue, menorrhagia, pregnancy with contraceptive device, uterine perforation and weight increased to be related to essure. The reporter commented: pfs- 2nd insertion date - (B)(6) 2013. She did not claim that essure worsened a previously existing injury/condition. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: full occlusion and proper placement of both coils (B)(6) 2014 : CT of abdomen and pelvis with p.o. And IV contrast : unilateral occlusion (left tube occluded), right device not present . Most recent follow-up information incorporated above includes: on 19-feb-2018: events- "pregnancy (no complications), device ineffective, autoimmune disorder- celiac, dyspareunia (painful sexual intercourse), perforation (uterus), unable to place device in right tube area requiring second procedure (insertion complication)", lot number, reporter, historical condition and drug added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device dislocation ("coil in right tube had migrated / migration of essure device- uterus / right device not present (on essure confirmation test)"), embedded device ("metallic coil embedded with the myometrium."), pregnancy with contraceptive device ("pregnancy (no complications)") and coeliac disease ("autoimmune disorder- celiac") in a 35-year-old female patient who had essure (batch no. B23605, b34605) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida, parity 5 ((B)(6) 2005, (B)(6) 2006, (B)(6) 2006, (B)(6) 2011 and (B)(6) 2015. P3-0-1-3 with twins at 36-317 weeks living children 6), miscarriage in 2010, twin pregnancy, delivered (baby a in vertex position and baby b in transverse position with known right club foot.) In 2011, preterm labor in 2011, cesarean section (surgical procedure primary low transverse cesarean section. C-section for twin gestation. Otherwise normal vaginal deliveries.) In (B)(6) 2016, hypothyroidism in 2011, clubfoot in 2011, streptococcal bacteraemia in 2011, bleeding breakthrough in 2011, urine human chorionic gonadotropin negative ((B)(6) 2011 and (B)(6) 2011), cramp in lower abdomen (discuss tubal wants mirena out today.) In 2013, graves' disease, vitamin b12 deficiency, vitamin d deficiency, d & c, esophagogastroduodenoscopy on 18-mar-2016, gluten sensitivity (reaction type: intolerance), hypothyroidism and genitourinary tract infection (vaginal group b strep) in 2008. Previously administered products included for contraceptive: mirena; for an unreported indication: betadine in 2008. Concurrent conditions included overweight, left lower quadrant pain (radiating to the lower back) since (B)(6) 2016, hospitalization (patient underwent tlh-bs with robot.) Since (B)(6) 2016, tubal ligation since 2015, non-smoker and alcohol use. Family history included hypertension, hyperlipidemia, osteoarthritis, carcinoma brain (brother) and breast cancer (maternal grandmother). Concomitant products included levothyroxine sodium (synthroid) since 2002. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 3 years after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), coeliac disease (seriousness criterion medically significant), menorrhagia ("abnormal bleeding and clotting during menses"), fatigue ("fatigue"), weight increased ("weight gain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and complication of device insertion ("unable to place device in right tube area requiring second procedure (insertion complication)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, coeliac disease, dyspareunia and complication of device insertion had resolved and the embedded device, pregnancy with contraceptive device, menorrhagia, fatigue and weight increased outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for embedded device with essure. The reporter considered coeliac disease, complication of device insertion, device dislocation, dyspareunia, fatigue, menorrhagia, pregnancy with contraceptive device, uterine perforation and weight increased to be related to essure. The reporter commented: pfs- 2nd insertion date - (B)(6) 2013. She did not claim that essure worsened a previously existing injury/condition. Current contraception: condoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Computerised tomogram - on an unknown date: 2 essure devices in the left fallopian tube hysterosalpingogram - on (B)(6) 2014: full occlusion and proper placement of both coils (B)(6) 2014 : CT of abdomen and pelvis with p.o. And IV contrast : unilateral occlusion (left tube occluded), right device not present. On (B)(6) 2010, mirena iud removal without difficulty. On (B)(6) 2011 and (B)(6) 2011, assessment/plan: status post mirena iud insertion. String in place-trimmed. On (B)(6) 2012, patient states that husband said things felt different. Patient wants to make sure mirena is where it should be. Patient reports bloaty & pms for 2 weeks. Iud still in place. On (B)(6) 2013, pregnancy test was negative. The patient also has a history of gastroenterological pain and has had a colonoscopy which has been unremarkable. On (B)(6) 2014, CT of the abdomen and pelvis with p. O. And IV contrast. Impression: 1. No acute findings in the abdomen or pelvis. 2. Single essure tubal ligation device in the left adnexa, however, the right device is not present. This is clinically important as the patient may have insufficient sterilization. On (B)(6) 2016, surgical pathology final report, final diagnosis: uterus, bilateral fallopian tubes and ovaries: chronic cervicitis and squamous metaplasia. Proliferative endometrium. Unremarkable myometrium. Metallic coil (essure coil - see gross description). Unremarkable bilateral fallopian tubes; benign bilateral paratubal cysts. Specimen information: uterus, cervix and bilateral tubes clinical history: left quadrant pain gross description: received in formalin labeled "uterus, cervix, bilateral tubes" is a 71.2 gm, 7.8 x 5.0 x 4.0 cm uterus and cervix with bilateral detached fallopian tubes. Within the left posterior cornu is a 2.5 x 0.1 cm silver metallic coil embedded with the myometrium. This coil is consistent with an essure coil. The right cornu of the uterus displays no essure coil. The longer fallopian tube is fimbriated, while the shorter fallopian tube ends bluntly. Both fallopian tubes display smooth tan-red serosal surfaces. The shorter tube has a pinpoint lumen and a wall thickness averaging 0.2 cm. The shorter tube also has a 0.4 x 0.3 x 0.2 cm paratubal cyst. The longer fallopian tube has a smooth to shaggy tan-red serosa with a 0.8 x 0.6 x 0.6 cm paratubal cyst. The lumen is pinpoint and the wall thickness averages 0.3 cm. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Most recent follow-up information incorporated above includes: on 20-feb-2018: pfs and mr were received. Reporters were added. Medically confirmed case. Patient¿s details, historical condition, historical drug, concomitant disease, family history, lab data and unstructured relevant tests were added. Event metallic coil embedded with the myometrium was added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("coil in right tube had migrated") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe and constant pelvic pain"), menorrhagia ("abnormal bleeding and clotting during menses"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with surgery (underwent total hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, menorrhagia, fatigue and weight increased outcome was unknown. The reporter considered device dislocation, fatigue, menorrhagia, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: full occlusion and proper placement of both coils. Company causality comment: this litigation case report refers to an unspecified aged female plaintiff who had essure (fallopian tube occlusion insert) insertion on (B)(6) 2013 and experienced coil in right tube had migrated. She underwent total hysterectomy and bilateral salpingectomy on (B)(6) 2016. During essure therapy, there is a risk that the device could move out of the fallopian tubes. The term migration is often reported when essure is found in the peritoneal cavity and the exact time point of a perforation is not known. In this case limited information was given for the above mentioned event. This case was classified as incident since device removal was required via surgical intervention. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.